Event description:
On (B)(6) 2012, it was reported that there was a failure to interrogate this patient's generator. The physician received an error message on the hhd: "interrogation not possible, please try again." The physician was certain that there was not a problem with the patient's generator as the patient has only had this implant for only one year. This patient was the only patient seen on this day. No other patients were affected by this. The hhd was plugged into the wall at the time of the event; however, the physician never had difficulties with this previously when interrogating. Trouble-shooting was performed. It was determined that emi was present; however, after relocating to a different part of the office, it was determined that the wand battery was sufficient. All cables and connections were sufficient. Follow-up with the physician showed that the patient was seen again in the same week; however, interrogation was unsuccessful at that time, too.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution.

Event description:
Attempts for additional information have been unsuccessful.